Event description:
Customer stated, "pad was extremely hot. She then went to grab the trigger switch the check it and the trigger was not depressed but was extremely hot". The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that the pad was functioning properly. The pad was not powering on until the switch was pressed. Investigator determined there was no defect with the unit.